Manufacturer narrative:
(B)(4). Swing tab detached/missing the analysis results found that the device was received in good visual condition and with a reload present. The reload had the 4 most proximal drivers up and the swing tab was noted to be detached and missing, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during an enterectomy, enteroanastomosis and drainage of abscess procedure, the surgeon informed there was no cut until the end of the reload, which did not allow the stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.